Manufacturer narrative:
Investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: organ perforation and stenosis. The additional information regarding organ perforation does not change the previous investigation results for vena cava perforation. The additional information regarding stenosis does not change the previous investigation results for deep vein thrombosis, (dvt). A total of (B)(4) devices were manufactured in the reported lot. To date, no other complaints have been reported against the lot. The associated work order was reviewed. No related/relevant notes were documented. The device is manufactured and inspected according to current controls. No evidence to suggest that this device was not manufactured according to specifications, and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient is additionally alleging organ perforation and stenosis. Per a CT abdomen/pelvis: "infrarenal ivc filter. Mild thickening and stranding surrounding the bilateral iliac and visualized proximal femoral vasculature. Findings may be related to known bilateral deep venous thrombosis. Superimposed inflammation/infection not excluded. No drainable collection". Per a CT abdomen: "findings: filter type: cook gunther tulip. Ivc stenosis: yes. Filter position: below the level of the renal veins. Impressions: the ivc is collapsed around the filter which is consistent with chronic ivc stenosis. Axial image 46.the ivc distal to the filter is very stenotic. As a result of this, there are large varicose veins seen in the soft tissues of the abdomen. The anterior strut penetrates 16 mm through the ivc wall. It penetrates into the right common iliac artery. Sagittal image 49. Axial image 54. The left strut penetrates 14 mm through the ivc wall. Coronal image 59. The posterior strut penetrates 4 mm through the ivc wall. Sagittal image 50. The right strut penetrates 18 mm through the ivc wall. Coronal image 59.

Manufacturer narrative:
The previous medwatch report was submitted by william cook (B)(4) under manufacturer report reference# 3002808486-2019-01741. Additional information provided determined that this device was manufactured by cook inc. With the submission of this initial medwatch report, cook inc. Informs that all future submissions regarding this complaint will be handled under the manufacturer report reference # referenced of this initial medwatch report. Non-healthcare professional. (B)(4). Investigation: the investigation was reopened due to additional information provided. The following allegations have been investigated: pulmonary embolism (pe), vena cava perforation, deep vein thrombosis (dvt), migration, tilt, "device plugged completely", depression, anxiety, limited physical activity. The reported allegations have been further investigated based on the information provided to date. New pe as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: pulmonary embolism. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Filter or filter fragment migration and (or) embolization (e.g., movement to the heart or lungs) has been reported. Filter or filter fragment movement has occurred in both the cranial and caudal direction and may be either symptomatic or asymptomatic. Potential causes may include filter placement in ivcs with diameters smaller or larger than those specified in these instructions for use; improper deployment; deployment into thrombus; dislodgement due to large thrombus burdens; and (or) excessive force or manipulations near an in situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: filter migration, trauma to adjacent structures. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported "device plugged completely", depression, anxiety, and limited physical activity are directly related to the filter and unable to identify a corresponding failure mode at this point in time. To date, no other complaints have been reported against the lot. The associated work order was reviewed. No related/relevant notes were documented. The device is manufactured and inspected according to current controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available.

Event description:
Patient allegedly received an implant on (B)(6) 2014 via the right internal jugular vein due to pulmonary embolism (pe). Patient is alleging pulmonary embolism, vena cava perforation, migration, and tilt. The patient is further alleging "device plug completely and [required] hospital for a proximate one month and treatment which required over 10 months. I can now walk less than 1 mile on level ground.", "I can drive at most 1 hour," depression, anxiety, and post-implant dvts in both legs. Per a report from CT (computed tomography): "there is an ivc filter is identified at the iliac bifurcation, suggesting distal migration. There is no ivc fracture. There is minimal leftward tilt (less than10 degrees). The apex of the filter is not abutting the ivc wall. There are four ivc filter struts that extend beyond the walls of the ivc. One of the anterior struts abuts the lateral wall of the right common iliac artery without penetration. There may be bending of the remaining ivc filter struts. There is focal narrowing of the ivc at the level of the ivc filter." "Suspected ivc filter migration, now located at the confluence of the common iliac veins with minimal leftward tilt. Multiple ivc struts extend beyond the walls of the ivc filter."